Event description:
User experienced discrepant sodium and potassium results for an unknown number of patients over a three day period. Seventeen patient examples provided. Patient 1, initial sodium result 139 mmol/l, repeated twice gave 126 and 145 mmol/l. Patient 2, initial sodium result 149 mmol/l, repeated twice gave 129 and 140 mmol/l. Patient 3, initial sodium result 148 mmol/l, repeat 126 mmol/l. Patient 16, tested 2008, initial potassium result 4.77 meq/l, repeat 4.11 meq/l. Patient 17, tested the same day, initial potassium result 4.99 meq/l, repeat 4.3 meq/l. User states some results were reported but could not provide which ones. User states he is unaware of any treatments based on the erroneous results or any adverse events. The field service representative was unable to determine the cause, but noted he replaced the electrode o-rings and the mixtower. Performance tests were performed.

Event description:
User experienced discrepant sodium and potassium results for an unknown number of patients over a three day period. Seventeen patient examples provided. Initial sodium result 128 mmol/l, repeat 139 mmol/l. User states some results were reported but could not provide which ones. User states he is unaware of any treatments based on the erroneous results or any adverse events. The field service representative was unable to determine the cause, but noted he replaced the electrode o-rings and the mixtower. Performance tests were performed.

Event description:
User experienced discrepant sodium and potassium results for an unknown number of patients over a three day period. Seventeen patient examples provided. Initial sodium result 129 mmol/l, repeated twice gave 129 and 140 mmol/l. User states some results were reported but could not provide which ones. User states he is unaware of any treatments based on the erroneous results or any adverse events. The field service representative was unable to determine the cause, but noted he replaced the electrode o-rings and the mixtower. Performance tests were performed.

Event description:
User experienced discrepant sodium and potassium results for an unknown number of patients over a three day period. Seventeen patient examples provided. Initial sodium 129 mmol/l, repeated twice gave 130 and 145 mmol/l. User states some results were reported but could not provide which ones. User states he is unaware of any treatments based on the erroneous results or any adverse events. The field service representative was unable to determine the cause, but noted he replaced the electrode o-rings and the mixtower. Performance tests were performed.

Event description:
User experienced discrepant sodium and potassium results for an unknown number of patients over a three day period. Seventeen patient examples provided. Initial sodium result 128 mmol/l, repeated twice gave 128 and 139 mmol/l. User states some results were reported but could not provide which ones. User states he is unaware of any treatments based on the erroneous results or any adverse events. The field service representative was unable to determine the cause, but noted he replaced the electrode o-rings and the mixtower. Performance tests were performed.

Event description:
User experienced discrepant sodium and potassium results for an unknown number of patients over a three day period. Seventeen patient examples provided. Initial sodium result 129 mmol/l, repeat 138 mmol/l. User states some results were reported but could not provide which ones. User states he is unaware of any treatments based on the erroneous results or any adverse events. The field service representative was unable to determine the cause, but noted he replaced the electrode o-rings and the mixtower. Performance tests were performed.

Event description:
User experienced discrepant sodium and potassium results for an unknown number of patients over a three day period. Seventeen patient examples provided. Initial sodium result 130 mmol/l, repeat 142 mmol/l. User states some results were reported but could not provide which ones. User states he is unaware of any treatments based on the erroneous results or any adverse events. The field service representative was unable to determine the cause, but noted he replaced the electrode o-rings and the mixtower. Performance tests were performed.

Event description:
User experienced discrepant sodium and potassium results for an unknown number of patients over a three day period. Seventeen patient examples provided. Initial sodium result 129 mmol/l, repeated twice gave 128 and 135 mmol/l. User states some results were reported but could not provide which ones. User states he is unaware of any treatments based on the erroneous results or any adverse events. The field service representative was unable to determine the cause, but noted he replaced the electrode o-rings and the mixtower. Performance tests were performed.

Event description:
User experienced discrepant sodium and potassium results for an unknown number of patients over a three day period. Seventeen patient examples provided. Initial sodium result 130, repeated twice gave 128 and 140 mmol/l. User states some results were reported but could not provide which ones. User states he is unaware of any treatments based on the erroneous results or any adverse events. The field service representative was unable to determine the cause, but noted he replaced the electrode o-rings and the mixtower. Performance tests were performed.

Event description:
User experienced discrepant sodium and potassium results for an unknown number of patients over a three day period. Seventeen patient examples provided. Initial sodium result 130 mmol/l, repeat 137 mmol/l. User states some results were reported but could not provide which ones. User states he is unaware of any treatments based on the erroneous results or any adverse events. The field service representative was unable to determine the cause, but noted he replaced the electrode o-rings and the mixtower. Performance tests were performed.

Event description:
User experienced discrepant sodium and potassium results for an unknown number of patients over a three day period. Seventeen patient examples provided. Initial sodium result 129 mmol/l, repeat 139 mmol/l. User states some results were reported but could not provide which ones. User states he is unaware of any treatments based on the erroneous results or any adverse events. The field service representative was unable to determine the cause, but noted he replaced the electrode o-rings and the mixtower. Performance tests were performed.

Event description:
User experienced discrepant sodium and potassium results for an unknown number of patients over a three day period. Seventeen patient examples provided. Initial sodium result 124 mmol/l, repeat 141.7 mmol/l. User states some results were reported but could not provide which ones. User states he is unaware of any treatments based on the erroneous results or any adverse events. The field service representative was unable to determine the cause, but noted he replaced the electrode o-rings and the mixtower. Performance tests were performed.

Event description:
User experienced discrepant sodium and potassium results for an unknown number of patients over a three day period. Seventeen patient examples provided. Initial sodium result 149 mmol/l, repeat 126 mmol/l. User states some results were reported but could not provide which ones. User states he is unaware of any treatments based on the erroneous results or any adverse events. The field service representative was unable to determine the cause, but noted he replaced the electrode o-rings and the mixtower. Performance tests were performed.